Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. The cause of the low bg is unknown as it occurred in the middle of the night. Customer declined troubleshooting with tandem technical support and was able to resolve issue on their own.